Event description:
Discrepant (B)(6) results compared to lab: 5 patient samples/ 1 analyzer. Customer reported 5 discrepant patient results: (B)(6). Lab samples were venous draw purple top tubes- no test dates or further information regarding the lab results were provided.